Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d10, g4, g7,h2, h3, h4, h6, h10 unique device identifier (UDI) : (B)(4). The hakim valve was returned for evaluation: device history record (DHR) - lot cmdcg0, conformed to the specifications when released to stock. Failure analysis the valve was visually inspected; the cam mechanism and cam pillar were dislodged from the stator and is sitting on the spring. The valve could not be program or pressure tested due to the dislodged cam mechanism. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was noted on the spring on the cam mechanism and on the base plate. Corrosion was noted in the hole of the cam pillar and on the cam pillar. The cam magnets were controlled and the magnets failed. The root cause for the dislodged cam mechanism and cam pillar is due to the corrosion. The root cause of the corrosion could not be clearly determined. The root cause for the cam mechanism sitting on the spring is probably due to an MRI or strong magnet passing over the valve and moving the cam mechanism. The root cause for the abnormal polarization was probably caused by an exposition of a too strong magnetic field, as noted in the IFU, ¿any magnet may experience a degradation of magnetic field strength as a consequence of exposure to the significantly stronger magnet field induced in a MRI procedure. The root cause for the problems reported by the customer is due to all above.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the hakim valve was implanted via v-p shunt in 2011 with an unknown initial setting to a (B)(6) year-old child. A month ago, the patient started vomiting and it was found that the valve had an unintended change of setting to 60mmh2o (supposed to be 140mmh2o). The setting was attempted to be changed, but it was not possible, and over drainage was observed confirmed by shunt contrast. Therefore, the valve was replaced to a new one (competitor's one) on (B)(6) 2020.